Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing a ventricular tachycardia (vt). Anti-tachycardia pacing (atp) and seven shocks were delivered in an attempt to convert the rhythm, but the patient went back into vt after each shock. This ICD remains in service. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.